Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439678 lead, implanted: (B)(6) 2012; 977a260 pain stim lead, implanted: (B)(6) 2014; 97702 pain stim ipg, implanted: (B)(6) 2014; 977a260 pain stim lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.